Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders it was reported that the therapy was turning off by itself. It was stated that the patient now has their second ins and the first one was replaced due to normal battery depletion. It was reported that with the first device the, the patient's ins had shut off once when they went through a security gate and the patient became rigid, and would curl up into the fetal position and non-responsive when the ins had shut off. No further patient complications were reported/ anticipated as a result of this event